Event description:
Information was received indicating that a patient with a smiths medical portex endotracheal tube (ett) had increased airway pressure and the clinicians had difficulties ventilating. Fibroscopy was used, revealing that the ett had been squashed flat and could not advance. The position was changed leading to tube exchange. The patient was reported to be having shoulder surgery in the beach chair position. It was noted that prior to the start of the surgical procedure, intubation took place without problems and lung sounds were normal and symmetrical. Following removal of the ett, a 3 cm section of the tube was noted to be completely squashed from the cuff proximally which was reported to be making ventilation impossible. It was thought that the cause of the squashed tube was due to the patient's heavy head tended to move down and to the right, due to the weight of the muscular limb. There were no further reported adverse events.